Event description:
It was reported, during transport of a pt - ventilated by an evitaxl, the right rear wheel caster of the trolley fell off, the device tipped over and fell onto a hosp employee. The employee was admitted into the ed, treated and place on medical leave.